Event description:
A review of the patient's programming history found that a faulted system diagnostics test occurred on (B)(6) 2009, which caused the patient to leave the office with unintended settings. The output current was adjusted at the patient's (B)(6) 2010 visit; however, the other settings were left the same leaving the patient with an inefficacious duty cycle. Training was provided to the nurse on (B)(6) 2011, as she was instructed on the newest software.

Manufacturer narrative:
Analysis of programming history.